Manufacturer narrative:
(B)(4). Product was not returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information being received. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional issues with this part/lot. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient was revised due to femoral bone fracture.